Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A sister reported the system automatically shut down and rebooted during the irrigation/aspiration (I/a) stage of a cataract with intraocular lens implant procedure. After the I/a stage, the surgeon left the machine "to do something with the pt's eye" and when he came back to the machine to complete the procedure, the machine had rebooted itself and gone into the priming stage. There was a slight delay to surgery while the staff reprimed the machine. The procedure was completed with no harm to the pt. The surgeon had no idea if the device contributed to the "event" as the machine failing was the "event". It was reported that phacoemulsification (phaco) and vitreoretinal were the procedures conducted. The event occurred after phaco prior to intraocular lens (iol) implant. The bottle height was reported at 100 cm. It was reported that the machine did briefly show a small printed screen, but they were unable to read before the machine re-primed the system. At no point was the foot pedal or touch screen activated by theatre personnel. In order to carry on with I/a, the cassette was removed and re-inserted for priming. No cases were cancelled as a result of the reported event. No changes were made to existing parameters. The settings were concurrent with the surgeon's typical procedure. It was reported that the device was stored in a climate controlled area.